Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device. Diagnostics were performed according to service manual. The reported issue of inability to successfully complete a functional test was not confirmed. Functional tests were carried out with positive results. The history was checked and it was found that the test on (B)(6) 2025 was performed incorrectly (the step of pressing the defibrillation buttons was omitted), which was the cause of the reported problem. All buttons work properly. The device is working properly and no irregularities were found. The defibrillator will be returned unaltered. Based on the information available and the testing conducted, the reported problem was confirmed. The cause of the reported problem was due to use error. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating the user reported a diagnostics problem with the device. There was no patient involvement.